Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H 6. Investigation findings: c22 ¿ photo evaluation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. ¿ was infection observed or just the risk? ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ were there any unexpected outcomes or complications as a result of the prolonged healing time? ¿ was there any change in the patient¿s post operative care due to the prolonged procedure? ¿ was there any medical or surgical intervention performed to treat the scar formation (product removed; re-operation; re-closure; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescription strength. Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a closed foil and an open box both labeled as vcp1433 product code, lot number s24110134, expiration date 2029-11-18. Two images with an apparent detachment of the needle during surgery. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the device lot s24110134, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an laparoscopic bilateral tubal anastomosis procedure on (B)(6) 2025 and suture was used. While using suture to suture the remaining end of the patient's fallopian tube during surgery, the problem of pulling off suture needle suddenly happened and could not be used. The doctor suspended the surgical operation, and the circulating nurse staff immediately replaced it with a new one and the surgery continued. Resulting in prolonged surgical time; the risk of infection increases, and secondary suturing increases the opportunity for bacterial invasion, leading to the spread of infection; prolonged healing time and scar formation. No adverse patient consequences were reported. Additional information was requested.